Event description:
Caller reported blood glucose results of 214 mg/dl and 103 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
It was reported that there was an "out of box issue at time of implant". No pt issues were reported. Additional info has been requested, a f/u report will be sent if additional info becomes available.